Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device the ceramic head is loose. There were no reports of patient harm.